Event description:
Boston scientific received information that the right atrial (ra) lead displayed pacing impedance measurements greater than 2,000 ohms. A revision procedure was performed and the ra lead was explanted and replaced. The device remains actively implanted. No adverse patient effects were reported during the procedure. The ra lead was not expected to be returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.